Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while filling multiple cartridges with water/insulin, drops were not observed exiting the cartridge pigtail. A cartridge from another lot number was successfully filled. The customer reverted to using manual injections for insulin therapy. Blood glucose was 489 mg/dl and insulin injections were administered to address bg.